Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed partially dislodged force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration, and there was contamination on the force sensor. Unrelated to the complaint, during evaluation the battery compartment was found to be cracked. Cracks, chips, or damage to the pump may impact the battery contact and/ or the waterproof feature of the pump.